Manufacturer narrative:
Patient demographics unable to be obtained. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, the pressure values provided by this disposable pressure transducer with vamp plus were 40 mmhg higher than the ones provided by a non-invasive device. Both measurements were made in the same arm and no error message was displayed. The issue was solved by replacing the device with a new one. The patient was not treated according to the wrong values provided and there was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The reported malfunction could not be confirmed and no root cause could be determined since no product samples nor images was provided, however, there are manufacturing controls to avoid potential causes related to the reported malfunction. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.